Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous ostial left main artery. Two stents were placed in the mid left anterior descending (lad). A 4.00x12mm promus premier¿ stent was selected to treat the left main lesion. During the procedure as the physician was positioning the stent, the stent dislodged from the catheter. The balloon was inserted and the stent was implanted in the distal left main. A second stent was placed in the ostial left main to fully cover the lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).